Manufacturer narrative:
A review of the system logs for the reported procedure date found that no system errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found the system functioned normally with no intraoperative events or issues. The following concomitant products were used during this procedure: 30 degree endoscope plus, fenestrated bipolar forceps, large needle driver, cadiere forceps, vessel sealer extend. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review found no non-conformances documented that would be related to this event. A review of the event by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died five days following an uneventful right hemicolectomy. Although the surgeon stated the death was not related to any intuitive surgical product or instrument, neither the events that led to the death nor the cause of death are provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. .

Event description:
It was reported that the patient underwent an uneventful da vinci-assisted right hemicolectomy procedure and subsequently expired. The clinical sales representative (csr) was present during the procedure and reported that there were no adverse incidents regarding the da vinci system or instruments. The csr was later informed that for undetermined reasons, the patient was admitted to the intensive care unit and subsequently expired on postoperative day 5. It remains unknown whether any postoperative complications occurred prior to death, and the cause of death has not been determined. The surgeon does not believe that the da vinci system, its instruments, or accessories caused or contributed to the event.